Event description:
The report we received from out affiliate indicated that the physcian wasn't able to perform a procedure in the right carotid artery because the vista brite tip guiding catheter was not giving him enough support. After removing the catheter from the pt, the physician attempted to gently bend the catheter outside the pt, but it was reported that the catheter would just break, and not kink like a normal catheter would when the physician would attempt to bend it. There was no report of pt injury. The target vessel had little calcification, and was not a straight forward anatomy, having a difficult curve in the beginning. No additional information is available as per reporting affiliate. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.